Event description:
The customer reported that the bedside monitor did not alarm for a patient's ventricular fibrillation condition. The customer has not provided information on the patient's condition.